Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. In (B)(6) 2008, the patient began treatment with dianeal pd2 ultrabag (4 liters, frequency and lot number not reported) and extraneal viaflex (2 liters, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis which required hospitalization. It was unknown if a peritoneal effluent analysis and culture were performed. It was not reported if remedial therapy was rendered. The cause of the peritonitis was unknown. At the time of this report, it was unknown if dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing or if the event of peritonitis had resolved. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.